Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. Not returned to manufacturer .

Event description:
First total ankle arthroplasty performed (B)(6) 2013. Patient had some pain in right ankle. After x-ray & CT, dr. (B)(6) found that the tibial implant was loose. He then went to surgery removed the tibial implant size 2 & tibial insert size 1 thickness 8mm. Replaced with tibial implant size 2 & tibial insert size 1 thickness 13 mm for more stability.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
First total ankle arthroplasty performed (B)(6) 2013. Patient had some pain in right ankle. After x-ray & CT, dr. (B)(6) found that the tibial implant was loose. He then went to surgery removed the tibial implant size 2 & tibial insert size 1 thickness 8mm. Replaced with tibial implant size 2 & tibial insert size 1 thickness 13 mm for more stability.